Event description:
It was reported the single-use mechanical lithotriptor's wire cut on the handle side, causing the device to become stuck. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: identified malfunction 1: the basket wire was deformed. Identified malfunction 2: coil sheath deformation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the suggested phenomena: 1.due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2.due to the described above ¿1¿, the basket was deformed. And the misalignment of the coil sheath had occurred. 3. The operating pipe broke at the welded portion. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.